Event description:
It was reported that a caregiver observed both cgm and bgm readings indicating high glucose and noted a slightly bent infusion needle on a contact detach set; after a full supply change, the bgm continued to read high and ems was contacted, and an alert 601 was associated with the ilet. Symptoms included hyperglycemia. Outcomes included emergency evaluation with IV fluids, glucose brought into range, and discharge without admission. Investigation included review of the reported event details and available follow-up information. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion site or set issue given the bent needle observation, but no confirmed device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.